Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse reprogrammed patient side cart (psc) through localhost. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to corrupt software on the psc. Fse reprogrammed psc software. No additional actions are currently required given that this issue will continue to be tracked per (B)(4) (quality data review meetings).

Event description:
It was reported that the customer experienced an issue after procedure. The customer was moving the robot and a power cord was unplugged. Upon restart, the system is erroring with 297's. The system also shows a 311 error indicating it has reverted to golden image. The customer reported event has no report of patient injury.